Event description:
Screwdriver did not fit into the screws during operation was surgery delayed due to the reported event? Yes. Action taken when event occurred? An other scredriver was used. Was procedure successfully completed? Yes

Manufacturer narrative:
Device was not received so physical evaluation was not possible. The lot number was not provided. Therefore, a review of the DHR could not be completed. Historical data review performed on this part number revealed 6 additional complaints within 36 months for unrelated issues. At the time of the investigation, there was no CAPA and no trends associated with this event type. The product was not returned. Therefore, it could the root cause could not be determined. Complaints similar to this are monitored through tracking and trending.